Event description:
Patient being treated regularly with veptr system, implanted originally on (B)(6) 2005, returned to surgeon saying he felt a "pop" or "snap" upon bending over on unknown date. Patient was returned to operating room on (B)(6) 2012, surgeon removed the broken lumbar extension. Surgeon replaced broken extension with a veptr ii lumbar extension.

Manufacturer narrative:
The device history records were reviewed and no abnormalities were found. The investigation could not be completed as no product was returned.